Manufacturer narrative:
(B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -9.5/+1.0/149 (sphere/cylinder/axis) into the patient's eye on (B)(6) 2019. On the same day the lens was exchanged with an alternate lens because the lens size was "too big." Attempts to obtain additional information have not been successful.

Manufacturer narrative:
H3-device evaluation: the lens was returned in liquid, in a lens case/vial. Visual inspection found no visible damage to the lens. Claim# (B)(4).